Event description:
The patient said her device was causing her a lot of medical problems. The patient was diagnosed with a granuloma 2-3 years ago in 2012 because of the dilaudid in the pump, so the drug in the pump was changed to fentanyl. The pump was initially implanted for low grade spinal stenosis. In 2013, her low back pain was getting worse and she had stomach/colon issues. The patient also had burning in both heels for 1.5 years. She didn¿t know if it was due to her disease or due to the granuloma. The patient was planning to go to the ER (emergency room) on (B)(6) 2015. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product/(s): product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).